Event description:
Review of the. Pdd file showed rv ttc impedance are low but stable b/t 190 and 247 ohms. Carelink transmission shows low impedances in ttc around 200 ohms dating back to (B)(6) 2022. No episodes of oversensing. Sic interval counts are 0 since (B)(6) 2025. Evidence is not suggestive of a lead issue at this time but is indicative of a stable but low ttc impedance measure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).